Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl and juice was consumed to address the low bg level. The customer reported that the low bg was due to drinking coffee and the bolus that was delivered as an extended bolus and it should not have been. The customer's bg returned to target level. The customer declined further troubleshooting from tandem technical support. The customer was to discuss the low bg with a healthcare provider.